Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2004 and in 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 due to pelvic prolapse and mesh was implanted with concurrent posterior repair and perineoplasty. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision/removal on (B)(6) 2012 due to severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of cystoscopy, excision of mesh, removal of abcess/abcess tract and irrigation with abx solution on (B)(6) 2015 due to postcoital bleeding. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent extensive lysis of adhesions and removal of right adnexal structure on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.